Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The actual device has been returned for evaluation. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The likely cause was determined to be insufficient insertion depth of the device. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that the involved angio-seal device almost had no backflow of blood was observed from the drip hole when the assembly was inserted into the artery. The physician decided not to use the device and applied manual compression to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The blood loss was less than 250cc's. The patient's medical history is unknown. The reported event did not result in patient injury and/or require medical or surgical intervention. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel diameter was 6 mm. The event occurred intra-operative.